Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The user reported a rehoming failure. Engineering evaluation revealed that there was a system malfunction. Investigation of the case logs revealed the user attempted to re-home the arm which failed due to the vertical axis and presented the user with a warning for failed homing. The investigation did not reveal a root cause of why homing failed. A globus medical field service engineer visited the customer location and confirmed the system had completed homing and has no motion issues. The fse completed 3 additional homing's without any alerts presented or issues. The system was tested for functionality successfully. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Rehoming arm wouldn't work.